Manufacturer narrative:
There are clinical factors that may have contributed to reported event. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. Please note that this is one of two reports for the same patient. Please reference manufacturing report #s 3007042319-2013-00316 and 3007042319-2013-00317.

Manufacturer narrative:
Attempts to obtain additional information from the site have been unsuccessful. The product is not available for evaluation. Additional information will be submitted within thirty (30) days of receipt. Please note that this is one of two reports for the same patient. Please reference manufacturing report #s 3007042319-2013-00316 and 3007042319-2013-00317.

Event description:
Approximately two months after bivad implantation with 2 hvad systems, the patient developed left-sided weakness, slurred speech and a weak hand grip. Of note, the patient¿s mean arterial pressure (map) was markedly increased just prior to the event. The CT scan was positive for parietal lobe hemorrhage. The patient was treated with blood products. The patient became unresponsive with dilated pupils. Life support was discontinued and the patient expired the following day. It is not known whether an autopsy was performed or whether the devices were explanted post-mortem.